Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 since the patient no longer uses the device. The patient was not reimplanted with a new device.